Event description:
The user facility reported that during a procedure with a patient positioned on the surgical table, the table was placed in the trendelenburg position when the table height dropped down uncommanded. No injury was reported; the procedure was completed successfully.

Manufacturer narrative:
No injuries or procedural delays or cancellations were reported. Steris service technicians arrived at the facility, performed a full functional test of the surgical table including inspection of the hydraulic system and could not duplicate the reported issue. The unit was confirmed to be in operational condition and was returned to service. The table was installed on may 15, 2013 and is under steris service contract. The last preventive maintenance was performed on april 25, 2015 at which time the table was confirmed to be operating according to specification. No further issues have been reported.